Event description:
The pump was returned for investigation. Investigation revealed a dim and discolored display screen and a keypad button response issue with contamination found. This report is made based on results of investigation completed on (B)(4) 2013. There was no adverse event associated with this complaint.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: during investigation, the display screen was found to be dim and discolored. A test display was installed and displayed properly. Additionally, the contrast and up arrow keypad buttons were intermittently unresponsive during testing. The keypad cover was removed and evidence of contamination was found under the contrast and up arrow key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).